Manufacturer narrative:
Multiple lot numbers were reported, it is unclear which lot numbers was used in the procedure, 17d26rc, 17c22rh, 16fo7r & 17f15rc. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy sometime in the year 2017 (exact date unknown) and the device was unable to collect core tissue even though "the needle has hit the target". The patient got a "big hematoma" and needed "surgery". We have been unable to obtain additional information surrounding this event.